Event description:
It has been reported that the syringe 0.3ml 31g 8mm wholeunit 10bg 500 has been found experiencing five occurrences of the hub separating from the device during use. The following has been provided by the initial reporter: it was reported needle was detached with the hub and remained in the needle shield. Verbatim: issue: consumer reported needle was detached with the hub and remained in the needle shield. Sample available. Occurence:5 incident date-(B)(6) 2019. Item#-328438 lot#8302902 a expiration date-11-30-2023 consumer uses the new syringes each time of his injection.

Manufacturer narrative:
H.6. Investigation summary: customer returned (5) loose 3/10cc, 8mm syringes. Customer states that the needle was detached with the hub and remained in the needle shield. All returned syringes were tested and the hub-needle/shield assembly separated from the barrel of 2 syringes when attempting to remove the shield. No defects were observed on the remaining syringes. A review of the device history record was completed for batch # 8302902 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200789387, 200789978] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 28oct2019, holdrege received photo complaint. A visual evaluation of photo found (2) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #49339 was created for raised shields. The needle assembly guide was worn. Corrective action: the needle assembly guide on the main dial was replaced. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA(B)(4) has been opened to address this issue."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3ml 31g 8mm wholeunit 10bg 500 has been found experiencing five occurrences of the hub separating from the device during use. The following has been provided by the initial reporter: it was reported needle was detached with the hub and remained in the needle shield. Verbatim: issue: consumer reported needle was detached with the hub and remained in the needle shield. Sample available. Occurence: 5, incident date: (B)(6) 2019, item#: 328438, lot#: 8302902, a expiration date: 11-30-2023, consumer uses the new syringes each time of his injection.